Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number.reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced the infusion set cannula was found bent and high blood glucose event for greater than four hours which was treated by ten units shot of insulin fifteen units of insulin cup of coffee fifteen units of insulin scale on (B)(6) 2026. The site location was abdomen and infusion set was in used for one day.